Event description:
A malfunction alarm was reported by the customer for their insulin pump. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.